Event description:
Two days after the third injection of euflexxa, I experienced rapid, pounding heartbeat and intermittent chest pains. After going to the emergency room of the local hospital I was admitted for observation. I was transferred to another hospital for heart catheterization. Dates of use: (B)(6) 2012. Reason for use: osteoarthritis.